Event description:
It was reported to boston scientific corporation that a captivator jumbo oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, after the snare was placed around the polyp inside the patient's large intestine, the snare was unable to open or close to remove the polyp. The physician had to cut the snare and use another snare to remove the polyp and the remaining snare loop. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator jumbo oval snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, after the snare was placed around the polyp inside the patient's large intestine, the snare was unable to open or close to remove the polyp. The physician had to cut the snare and use another snare to remove the polyp and the remaining snare loop. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of wire retraction problem. Reported event of wire entrapment of device component. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). This was omitted from the previous report.

Manufacturer narrative:
Correction: patient identifier was not provided. The afssaps registration # was incorrectly identified as the patient identifier in the previous report.

Event description:
It was reported to boston scientific corporation that a captivator jumbo oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, after the snare was placed around the polyp inside the patient's large intestine, the snare was unable to open or close to remove the polyp. The physician had to cut the snare and use another snare to remove the polyp and the remaining snare loop. There were no patient complications reported as a result of this event.